Event description:
It was reported that, two weeks post implant, the patient was admitted to the hospital with syncope and dizziness. There was no capture on the right ventricular (rv) lead and it was determined that it had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).